Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect.the user reported an infection on the insertion site, with symptoms of redness, puffiness and pus coming out of the insertion site, which was not confirmed as an infection by the hcp at the time of the call. According to the user, the symptoms first appeared on (B)(6) 2025.the user's hcp wasn't aware of the event.the user was prescribed with an antibiotic cream and symptoms got better.per dms, user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an infection on the insertion site, with symptoms of redness, puffiness and pus coming out of the insertion site, which was not confirmed as an infection by the hcp at the time of the call. According to the user, the symptoms first appeared on (B)(6) 2025.the user's hcp wasn't aware of the event.the user was prescribed with an antibiotic cream and symptoms got better.per dms, user is currently using the system with up-to-date information.